Event description:
It was reported to philips that the live monitor display in the examination room would appear and disappear for a while, which can impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected an undergoing planned emergency treatment was performed when the issue happened. The procedure was completed as planned. Philips field service engineer (fse) visited onsite and couldn't confirm the phenomenon. Fse suspected a monitor issue, so they swapped lan extenders and reconnected cables for separation work. To resolve the problem, fse replace the inspection live monitor. After replacement of live monitor, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete as planned normally on the same system with no delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.